Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transatrial mitral case in mac, with severe calcification, the first 29mm sapien 3 valve was inserted in the open chest with an aortic cross clamp procedure. Post inflation of the valve, the physician noted that it slipped in a ''canted fashion'' and was blocking the lvot. They tried to re-orientate the valve but were unsuccessful. They decided to remove the valve, with forceps, and requested a 2nd valve be prepped. The 2nd 29mm s3 valve was successfully implanted, post mg was 2 mmhg. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Corrected b.7 with additional information received via medical records. Investigation is ongoing.

Event description:
Medical records were received for review. Prior to the procedure tee revealed the patient's lvef was 50%. Severe mitral annular calcification (mac) was confirmed circumferentially, with restricted leaflet motion and severe mitral stenosis. The records confirm the patient received a 29mm sapien 3 ultra valve in the mitral position via transatrial approach. The implant was a success with no evidence of paravalvular leak. There were no procedural complications mentioned. There were no details regarding the first valve utilized and its explant. However, the medical records do indicate that a 29 mm s3u was successfully implanted.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was deployed in native mitral position with mitral annular calcification (mac) via transatrial approach. The sapien 3 thv with the certitude delivery system is currently only indicated for replacement of native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve or a native mitral valve with an annuloplasty ring. As the thv was implanted within mitral annulus directly, this was off-label operation. The IFU and training manuals reviewed are for transapical/transaortic procedures and were reviewed for relevant guidance with respect to an s3 valve implant using a certitude delivery system. Safety and effectiveness have not been established for patients with severe mitral annular calcification (mac). Device migration or malposition requiring intervention, including explant, is listed as potential adverse events. The inflow of the edwards sapien 3 valve will be further in the ventricle when positioned prior to thv deployment. Use the center marker to help aid in thv positioning, but not as a reference during thv deployment (center marker on delivery system not thv). A coplanar view is critical for correctly positioning and deploying the thv. Review positioning and thv heights with the echocardiographer prior to the case. Anatomy, % area sizing, thv size and foreshortening / inflation volume should also be considered when positioning thv. During valve deployment, verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp <= 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Ensure fluoroscopic view used for deployment is the perpendicular view. Ensure coaxial alignment of guidewire, sheath, and catheter to the aortic annulus and aorta. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve malposition was unable to confirm due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed in mitral position within native annulus using transatrial approach. The sapien 3 (s3) thv with the certitude (ds) is currently only indicated for valve replacement involving native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was off-label operation. As reported, ''during a transatrial mitral case in mac, with severe calcification, the first 29mm sapien 3 valve (sn 9392164) was inserted in the open chest with aortic cross clamp procedure. Post inflation of the valve, the physician noted that it slipped in a ''canted fashion'' and was blocking the lvot. They tried to re-orientate the valve but was unsuccessful.'' In this case, the reason for the malpositioned thv is unknown due to limited information provided. However, the native mitral annulus is non-circular in shape and bicuspid in nature, which could have had an impact on the valve deployment characteristics under these anatomical features. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.